Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their implantable cardioverter defibrillator (ICD) exhibited intermittent under sensing. Programming changes were made to resolve the issue. The patient was stable.